Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, four mitraclips were implanted successfully. The procedure was discontinued; the final mr was reduced to grade 5 and the final mean pressure gradient was 5 mmhg. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, during a follow-up evaluation it was identified that the mean pressure gradient increased to 12 mmhg. No additional information was provided.